Event description:
New information received indicates that the physician suspected that the cardiac perforation occurred by manipulating the atrium while attempting to reach the ventricle. The cardiac tamponade was successfully drained. A transvenous pacemaker was then implanted at a later date.

Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the initial attempt to implant a leadless pacemaker, the physician noted that the delivery catheter's deflection was not working adequately. It was then noted that the device's helix was sprung after getting stuck in the right atrium. The device was retrieved, and a new leadless pacemaker implant was attempted. When the second device reached the right ventricle the patient's blow pressure dropped. Via an echocardiogram a cardiac tamponade was confirmed. The second device was removed, and the procedure was aborted. The patient condition was stable.